Manufacturer narrative:
The device was received deployed. Data downloaded from the device shows that a 0x40 alarm was generated; no timeouts or drive stalls were observed, but the rotational sensor failed to transition at the end of the run leading to the alarm. Corrosion was observed on the pcb. A leak test was performed and fluid was observed leaking from the o-ring, contributing to the corrosion observed. The corrosion and internal fluid also caused abnormal rotational sensor readings which led to the reported alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17.8 mmol/l (320.4 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours.